Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: roux en y gastric bypass. According to the reporter: surgeon continually encounters issue with toggling of product. Product jams not allowing needle to be passed from one arm to the other. No unintended colostomy, no formal laparotomy, no re-operation, etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of over 500cc. The surgical time was not delayed by more than 30 minutes. No device fragment fell into the pt. No fragment of the device left in the pt. What was done to correct this condition? A second endo stitch device was successfully used to finish the procedure.